Event description:
The surgeon completed a revision ankle fusion. The ankle salvage nail was broken and needed to be removed and revised with a new hind foot nail. Precice ankle salvage nail was removed successfully.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.